Manufacturer narrative:
Bent release crossbar on the breakaway head section; hand grips.

Event description:
It was reported by service report that the cot had worn extension springs and the bent release crossbar was broken. It was also reported the hand grips were loose and able to spin. No pt involvement or adverse consequences are reported.